Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The affected sample was not available for further investigation. Based on the evaluated data, the performance of the (B)(6) test is ok.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer reported that they received erroneous results for one patient sample tested for igg antibodies to cytomegalovirus (cmv igg). The sample initially as 3 u/ml, which is considered a positive result. To confirm the result, the sample was repeated on (B)(6) 2015, resulting as 17.63 u/ml. The 17.63 u/ml value is considered a positive result and was reported outside of the laboratory. Since the patient is a pregnant woman and previous measurements of the patient were negative for cmv igg, the 17.63 u/ml value was complained. On (B)(6) 2015 a new sample was collected from the patient and tested. The new sample resulted as 0.150 u/ml accompanied by a data flag, which is considered non-reactive. The new sample result of 0.150 u/ml accompanied by a data flag was reported outside of the laboratory and considered to be correct. The patient was not adversely affected. The cmv igg reagent lot number was 185518. The reagent expiration date was asked for, but not provided.